Event description:
Edwards received notification that during procedure with an intraclude device model icf100 the physicians found difficulties arresting the heart. The intraclude balloon pressure was continually dropping despite frequent top ups, leading to a continuation of quick return of the heart electrical activity after cardioplegia administration. Reportedly, no patient factors thought to have contributed to the event, and the patient did not have torturous or calcified vessels, as per CT scan. The icf100 was inserted via a 23mm endoreturn and no issues/resistance were found during insertion. As reported, what appear to be a blood leak/damage was found on the balloon catheter on the white stem (outside of the patient). However, this was not found during set up, and per response received, it is unsure if this could have contributed to poor occlusion/balloon leak or not. The procedure was finished with no complications and patient was noted as to be ok.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, during procedure with an intraclude device model icf100 the physicians found difficulties arresting the heart. The intraclude balloon pressure was continually dropping despite frequent top ups, leading to a continuation of quick return of the heart electrical activity after cardioplegia administration. Reportedly, no patient factors thought to have contributed to the event, and the patient did not have torturous or calcified vessels, as per CT scan. The icf100 was inserted via a 23mm endoreturn and no issues/resistance were found during insertion. As reported, what appear to be a blood leak/damage was found on the balloon catheter on the white stem (outside of the patient). However, this was not found during set up, and per response received, it is unsure if this could have contributed to poor occlusion/balloon leak or not. The procedure was finished with the same intraclude with no complications and patient was noted as to be ok.

Manufacturer narrative:
Added information to section b3 (date of event) and e1 (establishment name, address and city). Zip code: (B)(6). Updated section b5 (describe event or problem). Corrected section g1 (contact office: title, first/given name, last name, email address and telephone number) and h3 (device evaluated by manufacturer). H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Corrected data b2 additional information h6, type of investigation, investigation findings and investigation conclusion. H11: additional manufacturer narrative subject device was returned for evaluation and an image was provided for analysis. Per product evaluation, customer report of damaged catheter was confirmed, however customer report of balloon leakage was unable to be confirmed. Device was returned with visible traces of blood. Catheter body was torn next to 90cm depth marker and exposed metal core wire. Blood residue was visible at the region. Catheter was observed to have a kink at the shaft at 84cm from distal tip. However, all through lumens were found to be patent without any leakage or occlusion. Balloon inflated clear without difficulty and remained inflated without leakage. Balloon was able to be deflated without difficulty. No other visual damages or abnormalities were found. Per supplier DHR review, there were no non-conformances related with the event. Based on the information available, complaint of balloon pressure dropping was unable to be confirmed through product evaluation; however, damage on the catheter shaft was confirmed through evaluation. During evaluation the balloon inflated and remained inflated and could be deflated without difficulty. The confirmed catheter shaft damage was likely caused during prep, handling or use. Although balloon issues could not be replicated, the kinked catheter shaft likely contributed to the alleged issues with maintaining balloon pressure. The most likely cause of the catheter shaft damage is operational context caused during use. A definitive root cause of the balloon pressure issue cannot be conclusively determined but was likely caused by the damaged catheter. An edwards defect has not been confirmed.

Manufacturer narrative:
Updated section b5 (describe event or problem). H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, during procedure with an intraclude device model icf100, physicians found difficulties arresting the heart. The intraclude balloon pressure was continually dropping despite frequent top ups, leading to a continuation of quick return of the heart electrical activity after cardioplegia administration, which needed to be more frequent than usual. There was no official record of the balloon pressure during intervention. No patient factors thought to have contributed to the event, and the patient did not have torturous or calcified vessels, as per CT scan. The icf100 was inserted via a 23mm endoreturn and no issues or resistance were found during insertion or removal. The intraclude was set up by the same team as always following standard IFU and using all products included in the disposable pack. As reported, what appear to be a blood leak/damage was found on the balloon catheter on the white stem (outside of the patient). The balloon itself looked fine. However, this was not found during set up, and as reported, it was unclear if this could have contributed to poor occlusion or balloon leak. The procedure was finished with the same intraclude with no complications, and patient was noted as to be fine and well.